Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device the customer's reported problem was verified. Inspected the pump and during power up, it was continuous alarmed and displayed an error code 45639 on the screen. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 21 displayed error code 45639". No adverse patient effects were reported.